Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap sleeve gastrectomy, the customer noticed that the product did not fire. One reload fired and the other one jammed. There was no patient injury involved regarding the event. Another handle was opened.